Manufacturer narrative:
Microscopic examination found separation of the pigtail from the junction body. The leakage appears to be due to some sort of force exerted on the blue pigtail after it left the mfg facility. No other complaints have been registered against this lot. 395 pieces were produced with 55 pieces passing functional testing. No leakages were noted during production; all units are 100% leak tested in production.

Event description:
Customer reports, that while using a triple lumen umbilical vessel in a very sick neonatal pt, the catheter leaked and had to be replaced with another catheter by a physician. The replacement of the catheter was uneventful. The pt is doing well.